Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that during a recent follow up visit an interrogation confirmed that there was pacing spikes that timed out with adjacent complexes which indicated loss of capture (loc) on the ventricular non bsc lead. It was also noted that there were possible sensing issues and a rise in thresholds. To date, there have been no adverse patient effects reported.